Manufacturer narrative:
The investigation into the reported purge leak was completed. The pump, purge cassette sidearm, and device stick were returned for evaluation. The returned sidearm was pressurized with colored fluid and a leak was reproduced at the base of the yellow luer. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that the yellow purge connection cracked on the impella 5.5 being used for a cardiomyopathy patient. Staff reported that the luer never became stuck, no tools were used, and the purge cassette was changed every four days. The cassette had been changed the day prior to the luer crack. The pump was not replaced due to the yellow luer crack. There were no reports of harm to the patient. The pump support continued til transplant accomplished.

Manufacturer narrative:
Updated information: d4 UDI number updated. D6a/d6b added. F6/f8 should have been omitted in initial report. G1 reporting contact email updated.